Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
During an anterior cruciate ligament reconstruction utilizing the endobutton cl ultra, 15mm it was reported the suture broke. It was reported that the breakage occurred with the white lead suture at the endobutton hole whilst pulling the graft into the femoral socket. The graft was 8.5mm. The graft was retrieved, passed arthrex fibrewire through and re-attempted, which also snapped. The surgeon abandoned and used rigidfix. The tunnel was reamed to 8.5mm and the lead suture was being pulled through with a clip. When the suture snapped the surgeon re-reamed, again with 8.5mm drill and that is when he tried the fibrewire, which also snapped. The surgeon used rigidfix instead of endobutton to complete surgery so the patient had no adverse effects. No part of the device was left in the patient. There was a 20 minute delay in completing the procedure.